Event description:
The customer reported that during a cardiac support procedure, the surgeon could not insert the guide wire into the cannula because the hole was missing at the distal end of the cannula. The customer replaced the cannula with a new cannula and completed the procedure without incident. No clinical consequence. (B)(4).

Manufacturer narrative:
Maquet medical systems, (B)(4) submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was returned to the factory. The failure was confirmed, an investigation is in process. A supplemental medwatch will be provided when the investigation is complete.